Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. This cylinder had buckling folds in the middle of the cylinder. This cylinder had a hole and a leak in the outer tube from a sharp instrument in the proximal end of the cylinder. The second cylinder had buckling folds in the middle to the proximal end of the cylinder. The pump did not pass activation testing. The reservoir had wear at a fold in the shell. The reservoir passed the leakage test. The pump issue identified during analysis could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis was removed and replaced due to a hole in the right cylinder. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis was removed and replaced due to a hole in the right cylinder. No patient complications were reported.